Event description:
It was reported that during an unspecified surgical procedure, it was discovered that while the motor device was being prepared for calibration, the technician pulled on the drill tube to remove ¿slack ¿and noticed that the tubing was cut. According to the reporter, the technician did not have a pair of scissors available; however, forceps was used to hold the drape and tube together to prevent the tubing from falling off sterile field. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was severed in two pieces, exposing all the wires. Therefore, the reported condition was confirmed. The assignable root cause of the component damaged was determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.